Manufacturer narrative:
In addition to the findings in b5, the evaluation also found the following: air/water cylinder had discoloration. The scope cylinder had discoloration. The scope connector cover unit had corrosion due to water leakage. Scope connector case unit had corrosion due to water leakage. The plug unit had corrosion due to water leakage. The adhesive on the bending section cover had a crack. The device was cleaned, disinfected, and sterilized (cds) before it was sent in for repair. The customer did not provide the specific steps taken during the cleaning sterilization and disinfection (cds) process. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility returned the olympus device, gastrointestinal videoscope, to the olympus service center for annual inspection. Upon inspection and testing of the returned device, it was observed that the channel tube had foreign objects. Jet-tube had foreign objects. Plastic distal end cover had foreign objects. Nozzle had foreign objects. The objective lens had a stain. This report is being submitted for the event found during the evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the defects found during evaluation were confirmed, the foreign material in the device could not be specified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the nozzle could not be identified. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) gif 1100 series operation manual chapter 3 preparation and inspection. Gif 1100 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.